Event description:
A pt was revised. The surgeon feedback that he didn't think there was any technical issue with the original components, it was more due to her difficult anatomy that she dislocated.

Manufacturer narrative:
The device is not available for eval. If add'l info is provided, the eval results will be submitted in a supplemental report.